Event description:
It was reported that the patient had a revision surgery due to nonunion status post subtalar arthrodesis procedure which was done ¿about 11 months ago¿, exact date unknown. On an unknown date, during a follow-up visit, the surgeon confirmed via x-ray or magnetic resonance image (MRI) that the patient had a nonunion. The surgeon explanted all hardware which included 2-6.8 mm headless compression screws. The surgeon then performed a bone graft, re-implanted the patient with two new screws and the surgery was completed successfully with no reported surgical delay. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted approximately eleven months prior to this report. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.